Event description:
Customer reported that he had cracks on the battery compartment of the insulin pump and has received no delivery alarms. Customer was unsure if the motor was going out. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.